Event description:
It was reported that during a ptca/stent procedure of the lad the stent did not fully deploy and the balloon became snagged in the stent and ruptured. The delivery system was removed; however, the stent migrated proximally from the initial deployment. The pt underwent coronary bypass surgery and reportedly recovered without complications.